Event description:
PICC inserted in 2002 by trained PICC nurse. Follow up on PICC for possible infection and leaking. PICC removed by physician in 2004. During removal catheter fragmented and a portion remained in svc/right subclavian. Pt transferred to hospital, an interventional radiologist attempted removal via-trans-venous approach. PICC fragmented again and portion now present in the pt's lung. Surgical intervention required.